Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. The patient experienced toxic anterior segment syndrome. Diagnostics was performed and the lens was later removed on (B)(6) 2024. On (B)(6) 2024, a replacement lens was implanted, and the problem was resolved. Msi injector system and sfc-45 cartridge were used. No cause of the event was reported.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4)

Manufacturer narrative:
Correction: b3. Claim# (B)(4).